Manufacturer narrative:
H10: the lot number was not provided; therefore, a lot history review was not performed. The device was returned to the manufacturer for evaluation. The investigation is identified for catheter occlusion and fracture. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600540 central venous catheter allegedly experienced occlusion. This information was received from one source. One patient was involved with no reported patient injury. Age, gender and weight of the patient was not provided.

Manufacturer narrative:
The lot number was not provided; therefore, a lot history review was not performed. The device was returned to the manufacturer for evaluation. The investigation is identified for catheter occlusion. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600540 central venous catheter allegedly experienced occlusion. This information was received from one source. One patient was involved with no reported patient injury. Age, gender and weight of the patient was not provided.